Event description:
Patient had neurosurgery requiring use of mayfield clamp. At end of case, when mayfield points were removed, a laceration was noted by the right skull pin. Staples were applied to area. Dates of use: 2009. Diagnosis or reason for use: to stabilize head during surgery.